Event description:
Physician had a problem infusing the pt's chemotherapy and sent the pt to the special procedures department in radiology for retrieval of a catheter fragment from the superior vena cava left innominate vein. This was successfully accomplished.